Event description:
It was reported that the pump malfunctioned, displaying a resettable error code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The caller was not currently eligible for an out-of-warranty loaner pump and expressed interest in alternative insulin delivery through mdi therapy while awaiting a replacement pump. The caller understood the situation and accepted the need for a follow-up from the sales team.